Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 310 mg/dl, 113 mg/dl, 240 mg/dl and 120 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.